Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. The event logs were reviewed, showing on (B)(6) 2010, at 10:38pm, the user programmed and started the infusion of eptifibatide, with a concentration of 200mg/100ml, patient (B)(6) and vtbi 50 ml. The rate was calculated as 2.487ml/h based on the dataset initial default starting dose entry of 1mcg/kg/min. At 11:14pm, the infusion was paused, then restarted at 11:23pm. At 01:15am, the device began alarming for air in line. The user opened the door generating a flow stop open alarm for six seconds, then closed the door. The user paused and restarted the infusion several more times. At 01:31am, the device alarmed again for air in line. Total primary vi was logged as 6.188ml. The user then turned off the device at 01:38am and no more infusions occurred with this device. The device was requested for further investigation several times, but the customer has declined.

Event description:
Customer reported an overinfusion of integrilin (eptifibatide). A 2 mg/ml concentration in 100 ml bag was intended to infuse at 1 mcg/kg/min. The infusion was started at around 10:30pm on october 4 and the bag was found empty at around 1:40am on october 5 when the pump alarmed for air in line, although the pump showed only having delivered 6 ml. The patient experienced decreased hemoglobin and platelets and subsequently expired. The infusion system was sequestered, but the tubing set was not saved. No additional information was available.